Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. The customer's blood glucose level was 360 mg/dl. Troubleshooting was performed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer also got low battery alert off no power alarm. Low battery off no power alarm happened only once. Customer was advised to call back if further assistance is needed. The insulin pump will not be returning for analysis.